Event description:
It was reported by a customer on (B)(6) 2011 there was diminished fiber tissue vaporization at 170,200 joules. Also, it was reported when the fiber was pulled out of the pt, the fiber tip fell off in the physician's hand. No pt injury was reported.